Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. Investigation summary: the device was visually inspected and discoloration and a scratch was observed on the pebax. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. During the test, it was noticed that the deflection mechanism was defected. Then, the deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and it was found that the t bar had slid down causing the improper deflection condition. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage and stress marks on the surface of the pebax, but no hole was found. Then, a second sem analysis was performed and it showed mechanical damage, stress marks and a hole on the surface of the pebax. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. It was reported that there was a thermistor issue during the procedure. The issue was described as connected to carto, temperature was not displayed on the stockert generator. The cable was changed. The issue was not resolved. Replacing the thermocool® smart touch¿ electrophysiology catheter resolved the issue. No patient consequence was reported. The biosense webster failure analysis lab received the catheter for assessment. During the first visual on (B)(6) 2018, it was discovered that there was discoloration and a scratch on the clear pebax sleeve. The discoloration was only found around the scratch. The scratch did not seem to pierce the pebax sleeve. No internal parts were exposed. This returned condition was assessed as not reportable as the catheter integrity was maintained. On (B)(6) 2018 a scanning electron microscope (sem) was performed and figures 1-2 showed evidence of mechanical damage and stress marks on the surface of the pebax, but no hole was found. It is possible that the damage was generated with an unknown object. No other anomalies were observed. This issue was assessed as not reportable since the integrity of the catheter had not been compromised and no internal components were exposed. On (B)(6) 2018 a second sem was performed with another setup and a higher magnification. The results showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. The hole on the surface of the pebax was assessed as a reportable malfunction. Therefore, the awareness date is (B)(6) 2018.

Manufacturer narrative:
In the initial 3500a the lot number was reported as 1774888m. However, on august 29, 2018 a correction was noted to the lot number. The correct lot number is 17748888m. Therefore, lot has been populated. Manufacturer¿s reference number: (B)(4).